Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported getting the poor communication screen the day following implant. Bandages and/or swelling were present at the implant site. The patient was able to connect, therapy was on, and she was able to increase stimulation until she could feel it. She had painful stimulation in her left leg. After lowering the stimulation amplitude and moving around, she no longer seemed to be having discomfort. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer via the manufacturers' representative reported that she received the implant on (B)(6) 2015 and it was not working. No further information was provided. If additional information is received, a follow up report will be sent.